Event description:
Boston scientific crm received information from a health care provider (hcp) that this device was not pacing at the expected rate during open heart surgery, and that the patient was experiencing brief periods of asystole. A boston scientific technical services consultant (ts) discussed that the device would need to be reprogrammed to electrocautery protection mode to provide pacing support. There were no reports of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.